Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports when they had woken up feeling unwell. The patient reports they were vomiting and having difficulty moving. The patient reports receiving a hazard alarm that their pod was not active. The patient reports they had taken an uber to urgent care and then was admitted to the hospital. The patient was treated with intravenous fluids as well as an insulin drip. The patient was in the hospital for a total of 3 days.